Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Verification via system logs confirms the occurrence of a thoracic procedure on the reported event date of (B)(6) 2022 using system sk3103 matching the documented event details. Complete instrument information was not provided. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows a broken instrument blade, an image of the broken piece was not in the photo. No conclusive determination can be made based on this analysis. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade was damaged during intraoperative use. A fragment from the instrument fell inside the patient and was retrieved. Replacement to a backup instrument resolved the issue. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical inc (isi) conducted a follow up and additional information was obtained. The instrument was inspected prior to use and the instrument initially worked for radical thyroidectomy upon initial installation. At an unspecified time, the blade broke inside the patient¿s body and the entire piece retrieved. Additional tests i.e xray was performed and no further issue was reported.

Manufacturer narrative:
On 08-nov-2022, the following additional information was obtained via failure analysis: intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.19" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse.